Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited episodes of noise. The right ventricular lead was explanted and replaced to resolve the issue. The patient experiences no consequences.